Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the drill exceeded maximum temperature during testing. There was no patient involvement and no allegations of adverse consequences from the account.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was debris in the bearings. Service replaced the bearings, rotor, and driveshaft assay and returned the device to the customer.